Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick was not working anymore and wanted to replace. Rep advised we will need to t/s - he stated they have already t/s and just wanted to replace the pw. Rep advised the kit haven't been replaced within the last 60 days, he stated he purchases the accessories elsewhere, rep advised to keep the warranty the kit will have to be replace every 60 days and purchased from our website. He became upset and states he will be taking legal action since this is extortion -states we should be able to replace the pw under warranty. He disconnected call. Used with flex wicks. No additional information provided. No troubleshooting was provided per customer via email on (B)(6) 2025, it was reported that a cord was sent however the machine is not working well I would like a new unit please using the warranty my mother is bleeding again because of infection when the machine was working, she had no issues please I would like to use the warranty to replace the unit.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick was not working anymore and wanted to replace. Rep advised we will need to t/s - he stated they have already t/s and just wanted to replace the pw. Rep advised the kit haven't been replaced within the last 60 days, he stated he purchases the accessories elsewhere, rep advised to keep the warranty the kit will have to be replace every 60 days and purchased from our website. He became upset and states he will be taking legal action since this is extortion -states we should be able to replace the pw under warranty. He disconnected call. Used with flex wicks. No additional information provided. No troubleshooting was provided. Per customer via email on 06oct2025, it was reported that a cord was sent however the machine is not working well I would like a new unit please using the warranty my mother is bleeding again because of infection when the machine was working she had no issues please I would like to use the warranty to replace the unit.